Event description:
It was found during a baxter eval that a pump has a delayed keypad response. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the eval was performed. A delayed keypad response was experienced during the product eval caused by the failing processor printed circuit board (pcb). The delay observed was approx 3 seconds. The keypad was tested and all other keypad functions were found to perform as expected. The processor pcb and shielding were replaced.